Event description:
Event description guidant received information that at the lead revision procedure this lead was repositioned due to a microdislodgement, which had symptoms of intermittent capture at a high output, and increased threshold measurements. While the pocket was open, the physician elected to prophylactically remove and replace the pacemaker, which is included in the recent c2 capacitor advisory. The patient had no adverse effects.